Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who had been implanted with a deep brain stimulation lead and implantable neurostimulator (ins) underwent hospitalization for treatment of an infection. The patient was initially discharged from the hospital on (B)(6) 2025 and was readmitted on (B)(6) 2025 for ongoing care related to the infection. The patient remained hospitalized for infection management.